Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, a service history review, and a review of the alarm log were performed. The low battery was identified during battery testing. The cause of the condition was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service a flogard pump was found to have a low battery. There was no patient involvement. No additional information is available.